Event description:
An epilepsy website identified that a vns patient underwent generator and lead replacement in (B)(6) 2013 due to a frayed lead. The patient indicated that she believes the mammogram machine interfered with the vns. The patient's identity is unknown and no additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.